Manufacturer narrative:
Should more pertinent information become available a supplemental report will be filed

Event description:
Dealer advised springs are breaking off the bed causing enduser to be laying on the crossbar.